Event description:
It was reported that the patient noticed a power on reset (por) yesterday. Today, a manufacturing representative (rep) interrogated the implantable neurostimulator (ins) using the clinician programmer (8840), but did not notice which por code was showing. The rep was wondering if the recharge statistics indicated an overdischarge. It was reviewed that there was no evidence of overdischarge in these values. It was also noted that the ins had never gone through a physician mode recharge (pmr) and the por was resolved. It was later reported that it was unknown what caused the por. They thought maybe it was electromagnetic interference (emi). The patient was getting good therapy and there were no problems other than the random por.

Manufacturer narrative:
Concomitant: product ID 37754, product type recharger. Product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 3708140, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 3708140, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead. (B)(4).